Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occured during a laparoscopic colorectal procedure, the device had an unloading issue. The load in the device appeared to be fired but the jaws were not able to be opened. Patient outcome is unknown.